Event description:
The patient had an encore system implantation. At the first surgical follow-up, he had an large loculated seroma, that was excised and drained. An MRI revealed fluid above the hyoid bone. The blood cultures were negative. Two months following implantation, the surgical site was explored and debrided. An infection was noted, as well as a loose suture and a midline fracture of the hyoid bone. All hardware and sutures were removed, the infected area debrided, and the area was rinsed with an antibiotic solution. The patient recovered with no issues related to the explant procedure or fracture of the hyoid bone.

Event description:
The patient had an encore system implantation. At the first surgical follow-up, he had an large loculated seroma, that was excised and drained. An MRI revealed fluid above the hyoid bone. The blood cultures were negative. Two months following implantation, the surgical site was explored and debrided. An infection was noted, as well as a loose suture and a midline fracture of the hyoid bone. All hardware and sutures were removed, the infected area debrided, and the area was rinsed with an antibodic solution. The patient received with no issues related to the explant procedure or fracture of the hyoid bone.